Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via a 9f sheath prior to an electrophysiology (ep) procedure. Reportedly, the suture was harvested yet the proglide device would not come of out the anatomy enough to rewire. The suture was cut and the proglide was pulled out. The sheath was upsized and the ep procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device would not come of out the anatomy enough to rewire¿ could not be replicated in a testing environment. As it was based on operational circumstances. A review of the manufacturing records revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified, no similar incidents from this lot. The investigation was unable to determine, a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.